Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during preparation, the blue sheath had white spots stuck all over the length of the sheath. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.